Event description:
It was reported that the insulin pump had numbers show up during a bolus attempt. The caller stated that the battery was removed, and the device alarmed battery out limit. The caller was not able to clear the alarm. The alarm also was not resolved by a battery replacement after the battery had been kept out of the device for 5 minutes. The blood glucose reading was 30.1 mmol/l. The user was vomiting and experienced dizziness all morning. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.